Event description:
A customer reported an issue with the touchscreen responsiveness of their pump, where the screen was frozen and unresponsive to input. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer attempted a pump reset as advised by technical support, but the issue persisted. Consequently, the pump was set to be replaced due to the malfunction. Customer reverted to an alternative method of insulin therapy.